Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2022. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced spontaneous left sided rupture post procedure. The rupture was diagnosed through a physical examination and magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2022.

Manufacturer narrative:
Additional information was received on june 16, 2022. The device originally reported to be ruptured, was found intact upon explant. Additional information was received on june 20, 2022. The device issue, originally reported as left sided implant rupture, was clarified to be baker grade IV capsular contracture with bilateral pain and discomfort. This report relates to the left prosthesis. See 1645337-2022-08247 for contralateral prosthesis report. Replacement with new 350cc mentor memorygel breast implants was performed with explant. The mentor failure analysis lab received the device for evaluation on june 30, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected left rupture per magnetic resonance imaging/breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on july 14, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).